Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in e3 (initial reporter occupation). Upon review, it was identified that it was inadvertently submitted in error in the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the hypovalaemia was not determined due to insufficient clinical details. The cause of the vessel perforation / patient device interaction was determined to be due to patient movement since the patient sat up suddenly and in a violent manner.

Event description:
Clinical narrative: an impella cp device was inserted via the right femoral artery in a 69-year-old male for acute myocardial infarction complicated by cardiogenic shock, presenting in society for cardiovascular angiography and interventions stage e shock in the setting of high-risk percutaneous coronary intervention. The patient's medical history was significant for coronary artery disease, diabetes mellitus, and renal insufficiency. Following impella insertion, the patient was cardioverted without adequate sedation during the percutaneous coronary intervention procedure on (B)(6), after which the patient sat up suddenly and forcefully. Upon arrival to the intensive care unit, the patient exhibited prolonged and marked hypotension consistent with hypovolemia, despite a relatively normal echocardiogram and abdominal ultrasound. Due to concern for internal hemorrhage, the patient required multiple blood product transfusions. The patient was taken for computed tomography imaging, which identified a large perforation of the right common iliac artery at the level of the bifurcation. The patient was subsequently transferred to interventional radiology, where the impella was removed, the vessel was repaired, and a new impella device was re-inserted. The reported vascular injury and bleeding occurred in the setting of sudden patient movement following cardioversion and percutaneous intervention, and are consistent with procedural and patient-related factors.

Manufacturer narrative:
The device was discarded. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.